Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found that would cause or contribute to the reported condition. A service history review revealed no failures or problems that were the same as, or similar to the reported condition, and there was no indication that the parts that were replaced during servicing caused or contributed to the current issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had an increased intra-peritoneal volume (iipv) during cycle 5 while the hp was connected. The hp was experiencing pain in cycle 5 and performed a manual drain of over 5000 ml after being filled with 2700 ml. The reported volumes met the criteria for an iipv event. The hp stated that there were no alarms occurring during the therapy. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.